Event description:
Customer reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting including using different wall adapter but issue persisted. Technical support arranged for replacement tandem charging cable and wall adapter via two-day shipping and planned to follow up. Customer advised to rely on alternate insulin therapy if the pump battery depletes before receiving replacements.